Event description:
It was reported that a physician was treating an (B)(6) female with a 10 mm calcified occlusion in the sfa. A femoral contralateral approach with a flexor guiding sheath and a bard sidekick angled guide were used with the dabra. It was found that the lesion did not originate in the sfa and could not be visualized. The physician proceeded blindly in an attempt to reach the sfa. The dabra lased for 2 seconds, then crossed into the common femoral vein, resulting in a fistula in the cfa/cfv. The fistula was then ballooned for 3 minutes to stop the flow. The fistula was resolved. No harm to the patient.